Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the base frame is broken on the weld where the seat post attaches to the right side.